Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products - bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14/ pn 00877503203/ ln 2745780, shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners/ pn 00875705201/ ln 62831082, femoral stem 12/14 neck taper standard offset size 1 130 mm stem length/ pn 00811400100/ ln 62625285. Once the investigation has been completed, a follow up MDR will be submitted. The head is being reported on by (B)(4).

Event description:
It was reported that patient underwent a left hip revision due to recurrent dislocation approximately two years post implantation. The head and liner were revised. The liner was replaced with a competitor liner.